Event description:
Device information was provided.

Manufacturer narrative:
Continuation of d10: product ID a610 lot# serial# unknown, product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a610 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during deep brain stimulation interrogation, the right anterior (r ant) lead exhibited low impedance and a warning indicated that charge density may be too high due to impedance. As an intervention, the stimulation current (ma) was lowered from 3.0 to 2.5. It was indicated that if seizures increase before the patient's next clinic visit, the physician will consider returning the ma to 3.0 and decreasing the frequency of stimulation instead. The event was assessed as causally related to the device and not related to the implant procedure.